Manufacturer narrative:
The frx device, s/n (B)(6), was received in good condition without accessories. The external visual inspection noted no anomalies. The device battery connectors were free from contamination and presented no abnormalities. In the lab, the device powered up normally, and prior to testing, the patient, system and device record (psdr) was extracted. The device record showed instances where device warned multiple times for ¿voice_crc_test.¿ this occurred between psdrtime: 2y 0m 6d and 2y 1m 28d. Prior to running a battery insertion test (bit) in the lab, functional test was conducted ¿ the unit successfully delivered three consecutive shocks (149.1j, 149.0j, and 149.1j), all of which were in spec (spec is 150j ± 15%) however the bit was attempted but warned for voice_crc_test as mentioned above. Physically inspected u1 (flash memory) and u11 (asic) components for solder leads. No anomalies were found. Diagnosing this as the flash memory component, u1, voice crc corrupted. Based on the information available and the testing conducted, the cause of the reported problem was a malfunction of the flash memory component, u1, voice crc corrupted. The reported problem was confirmed. The customer was provided a replacement device to resolve the issue. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
It has been reported to philips that the device is failing self-test.